Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide product code: according to the feedback of the sales, it is unobtainable.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that during cesarean section, the suture was used to suture the uterus and all layers of abdominal wall layer by layer. The suture broke when suturing the anterior sheath of rectus abdominis muscle, a new suture was immediately replaced to continue the operation. No adverse patient consequences were reported. Additional information was requested.